Event description:
On (B)(6) 2022, it was reported by a distributor via sems that a ar-3638h fibertak anchor broke off. This occurred on (B)(6) 2022 during a hip arthroscopy when the anchor broke off the inserter, all fragments were removed and the case was completed using another device of the same part number. The patients bone quality was average, and the bone was prepped using a drill bit.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.